Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, grasper broke off in patient. Visual inspection shows the connector was received with the s-clamp unhooked from the s-hook. The s-clamp was also received broken at the hook hole. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Event description:
It was reported that a locking jaw portion of the grasper broke inside the patient. The broken piece was removed. No significant delay or patient injury reported.